Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The manufacturer became aware of a literature published by the department of orthopaedic surgery, liv hospital, istanbul, turkey. The title of this report is ¿reverse oblique and transverse intertrochanteric femoral fractures treated with the long cephalomedullary nail ¿, published on march 01, 2015, which is associated with the stryker ¿gamma 3 nailing¿ system. The article can be found at https://doi.org/10.1097/bot.0000000000000340. This report includes analysis of the clinical data that was collected on 149 patients, the cases in this study range from january 2000 and march 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced malreductions and shortenings.